Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid 10 mg/ml at 3 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as radiculopathy. It was reported that the patient was unresponsive and in the emergency room the morning following a pump replacement surgery. The patient was transferred to a local hospital. Additional information received from a company representative reported the patient was doing fine. The pump was turned from 3 mg/day to 2 mg/day on (B)(6) 2015.